Event description:
It was reported that a patient underwent a hernia repair procedure on 09/23/2011 and mesh was used. On (B)(6) 2012, the patient had additional surgery due to the mesh becoming embedded into the bowel. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.